Event description:
It was reported by service report that the head end caster will not roll. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The plunger, suture, link, needles, and cuffs were not returned which limited the investigation. Evaluation of the returned device components revealed no abnormal observations that could contribute to the reported needle-to-cuff miss. During lab testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause related to the reported event could not be determined. The most probable root cause for the reported cuff miss is possibly needle deflection during plunger deployment due to a failure to maintain a stable position of the device with respect to the tissue tract or/and the patient anatomy. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.